Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the surgeon removed four loose screws and replaced with four ha coated screws. These were replaced with 4 ha screws in same length but in 7.5 diameter. The lock caps and 2 50mm rods were also removed and replaced with new. There was no adverse effect to the patient. The case was finished and all went well.

Manufacturer narrative:
It was reported that a revision surgery had to be performed to take out four ø6.5mm revere pedicle screws due to screw loosening. They were replaced by four ø7.5mm ha-coated screws. The exact cause cannot be determined due to the parts not being returned. If the parts are returned in the future, further engineering evaluations will be performed, and this form will be updated if necessary. This risk is documented and within expected parameters and will continue to be monitored. The following sections were updated for this supplemental report: a1, a2, a3, a6, b4, g3, g6, h2, h6, h10.

Event description:
It was reported that the surgeon removed four loose screws and replaced with four ha coated screws. These were replaced with 4 ha screws in same length but in 7.5 diameter. The lock caps and 2 50mm rods were also removed and replaced with new. There was no adverse effect to the patient. The case was finished and all went well.